Event description:
It was reported that the user experienced a high blood glucose of 214 mg/dl while using the ilet system, shortly after breakfast with a meal announcement, and received troubleshooting and education for hyperglycemia with unclear cause. Symptoms included no reported clinical symptoms. Outcomes included no functional impact to daily activities and no medical intervention or hospitalization. Investigation included a case review with user guidance on monitoring and follow-up if glucose did not trend down. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event consistent with postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.